Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of tablet was dropped was confirmed. The right-side display of the surface pro tablet is physically damaged with numerous cracks and exposed electronic components. There are also numerous cracks along the lower front part of the touchscreen display. The root cause of the reported failure was identified as material failure of the touchscreen display due to device use.

Event description:
It was reported the tablet was dropped. 25 feb 2026 evaluation found electronic components were exposed.